Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The patient reported that she has her second uti and the thing has quit working on her. The patient stated that she is tired of being wet all the time, she has gone through 4 giant bags of depends. The patient gets up at night and in the morning, cannot run because she uses a walker due to balance issues, gets to the bathroom and it starts before she can get the depends off. The patient described having issues using her patient programmer (pp) during the call: the handset and communicator finding the device but through normal troubleshooting that was resolved and the equipment was working as expected. The patient stated that she tried rebooting and everything is charged. The patient described a time when working with the physician¿s assistant who increased stim so far she felt shocking/jolting. The patient stated that this was resolved when stim was decreased back down. The patient synced with the patient programmer (pp). The pp showed that stim was on, program 3 at 2.2. The patient was successful to change to program 4 at 3.3, the patient will try it there and monitor symptoms. The patient reported that she fell a couple of times. The patient stated that it was working till the end of (B)(6). During the call, the patient reported that she has run into issues when she pushes my therapy it goes to searching for device she puts it right on there, and there is nothing. The patient stated that one time it gave her a code but that the code was gone and she did not remember what it was, or when she pushes my therapy it says device communication lost or interrupted end of session. Troubleshooting resolved reported issue. The equipment was working as expected and the code/issue did not reoccur. The patient stated that she fell a couple of times because of balance issues. The patient stated that the balance issues started after she got the ins, she thought it was because she had 3 anesthesia's within 3 weeks in a row, for a colonoscopy, the trail and the implant. The patient stated that she has had quite a few falls. The patient stated that she is still having issues, they maybe because she takes a lot of medication. The patient noted that she got the stimulator for uti¿s, she is prone to utis, she has had a million utis she even had to have IV therapy. The patient stated that she needs to get her knee replaced, and to have brain cat scan for balance issues. The patient was redirected to follow up with their hcp for the following reason: to report and resolve symptoms. No further complications were anticipated/reported.